Event description:
It was reported that the monoblock straight g7 shell impactor has worn threads and is not threading tightly to trials/implants. The surgery was completed using another handle. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device in process to return.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. D4: lot number updated as unknown g3. G6. H2. H6. H10. Visual examination of the provided pictures identified the item number of the part and an overall view of the part. No other information could be obtained from the images. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.